Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that serious respiratory issue, sinus infection, patient waking up with elevated blood pressure. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that serious respiratory issue, sinus infection, patient waking up with elevated blood pressure related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.